Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, the implantable cardiac monitor exhibited oversensing. The patient had undergone magnetic resonance imaging (MRI) on the day when the oversensing episode was observed. No intervention was performed. The patient was stable.